Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. D4: batch#: u5ch50. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the articulation bar was noted to be damaged and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Upon visual inspection of one photo, the following was observed: the photo shows a device from firing trigger view and the firing trigger switch can be observed completely detached from the device.. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the yellow piece that is part of the handle falls off and the correct closure cannot be made, so the doctor requests the change of the device, the patient was not affected, there is no problem for this issue and surgery continued.